Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded as designed. Distal tip is torn radially, along the distal edge of the liner. Stretching visible along the tear. Axial, radial, and angled score lines are present. Due to condition of the returned device (liner expanded, distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint, no applicable dimensional testing could be performed; the complaint was confirmed through visual examination. Imagery was provided for review. 3mensio imagery was provided by the site and revealed the following: patient's left access vessel had presence of calcification which was classified as mild. Tortuosity was present in the patients left access vessel. Distal tip is torn radially, along the distal edge of the liner. The reported distal tip torn was confirmed based on the device evaluation and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, it was observed via 3mensio that there was tortuosity present in the patients left access vessel. Tortuosity can lead to non coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Several procedural factors may contribute to resistance at the sheath hub, such as crimped valve profile, complete de-airing of delivery system balloon, insertion angle, incomplete loader insertion, and sheath stability. However, it was reported that the devices were prepped per IFU, the insertion angle was not steep, and the loader was fully inserted. Based on the provided information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to device was returned. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. The 16fr esheath was inserted in the left femoral artery and pre dilated with 18 fr dilator after sheath insertion. The valve was slightly difficult to pass through sheath. Resistance was met when introducing the 29mm commander delivery system into the sheath within the purple portion but did not get stuck. The valve was implanted successfully. Sheath came out with piece dislodged from the distal tip, but still attached. There were no reports of patient injury.